Event description:
Report 2 of 2 received of an infection. The physician achieved arteriotomy closure with the closer s 6 fr. Device following an unspecified procedure in 2004. The following month it was reported that the pt presented to the hospital with unspecified symptoms and was admitted for unspecified intravenous antibiotics therapy. The groin was cultured and was positive for staphylococcus aureus. It was reported that the pt was discharged home the next month with a PICC line for continued unspecified intravenous antibiotic therapy for an unspecified period of time. Though requested, no additional information was provided.